Manufacturer narrative:
Additional information was received on 04-nov-2025. The outcome of the adverse event was the patient was asymptomatic. The patient¿s condition fully recovered (no residual effects). No evidence of char or blood thrombus/clot during the procedure. The patient did not have previous history of stroke. No observations such as intracardiac excessive microbubbles observed via ultrasound. No excessive impedance errors noted during the case. The type of electrophysiology procedure being performed was new procedure. The arrhythmia treatment for this procedure paroxysmal afib. In addition, provided additional concomitant product of unk_ngen pump. Therefore, updated d10. Concomitant medical products and therapy dates section. The investigation was completed on 14-nov-2025. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter. Six months after the index procedure, the patient suffered a cerebrovascular accident/tia and underwent follow-up observation and no intervention. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31303657l and no internal action related to the complaint was found during the review. It was confirmed that ablation was performed outside pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively to use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter. Six months after the index procedure, the patient suffered a cerebrovascular accident/tia and underwent follow-up observation and no intervention. The index procedure on (B)(6) 2024 was conducted with a varipulse catheter for (paf) paroxysmal atrial fibrillation. The ablation was performed for pulmonary vein isolation (pvi) and other than pvi with the varipulse¿ bi-directional catheter, and the procedure was completed without any issues. Two days later the patient was discharged. The number of ablations performed were lspv 4, rspv 4, lipv 5, ripv 4, and rmpv 3. Six months after the index procedure, the patient developed a cerebral infarction and tia. The patient went under follow-up observation only, and no additional intervention was performed. No extension of the hospital stay. The patient¿s condition recovered. The physician assessment of the health hazard was non-serious (moderate/minor). No extended hospitalization. The physician's opinion on the relationship between the event and the product was that it could not be ruled out. The relationship with the varipulse¿ bi-directional catheter could not be ruled out. There was no relationship with the trupulse generator. No abnormalities observed prior/during use of the product. Additional information was received. The patient had previously been diagnosed with internal carotid artery stenosis and was scheduled for an MRI for follow-up (after ablation). The MRI revealed newly identified silent cerebral infarction lesions. The patient had no symptoms, and the silent cerebral infarction was found incidentally; however, since it was found after the ablation, a causal relationship with pulse field ablation using varipulse catheter cannot be ruled out.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).